Event description:
During the index procedure, two endeavor sprint drug-eluting stents were implanted in the rca. It is reported that a coronary artery dissection occurred during use of the second endeavor sprint device. A third endeavor sprint drug-eluting stent was implanted to treat the dissection. Investigator assessed that the event was definitely related to the study device. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).